Event description:
The user facility reported that 4 employees working in the anesthesia department experienced rashes after using the product. All 4 employees reported rashes - 3 on their hands and lower arms; one over their entire body. Three of the employees were using the product to manually clean medical devices in a sink and the 4th employee was working in the vicinity of the others. The user facility stated that the employees were wearing proper ppe. The 4 employees were examined in the (B)(6). It was reported that no treatment was given and the rashes cleared up within 24 hours. It was also reported that the employees have no sustaining injuries.

Manufacturer narrative:
The cause of this event is currently under investigation; additional information will be provided as available regarding the cause of this event.

Manufacturer narrative:
The room where the prolystica dosing system was located was reported as small (3x9). The user facility reported that frequency of air changes in this room were inadequate, resulting in reduced ventilation; the facility has subsequently corrected this. The user facility uses an aqu sinq dosing system to dispense the product for mixing purposes. The steris consumable manager stated that the aqu sinq dosing system was operating properly. Ppe is required for the handling of this product. Product labeling states: "warning: contains subtilisins (proteolytic enzyme) (cas# 9014-01-1) irritating to eyes and skin. Prolonged or frequently repeated contact to subtilisins may cause allergic reaction in some individuals. Do not get in eyes, on skin or clothing. Wear protective eyewear and gloves. Do not breathe mist spray." The label further states: "use adequate ventilation to maintain levels below established exposure limits." The user facility has discontinued the use of prolystica.